Event description:
Sales rep returned a 3.2 driver and noted that it was stripped, however, upon receipt it was discovered that the tip of the driver was broken.

Manufacturer narrative:
Results - tip of driver was broken.